Event description:
It was reported that at implant the pulse generator set screws would not tighten. The impedance was high. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of unable to tighten setscrews could not be confirmed in the laboratory. The damage found was sustained during surgical procedure. Analysis was normal. No anomaly was found.